Event description:
It was reported that dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the proximal left anterior descending artery. A 24 x 2.75mm promus premier drug-eluting stent (des) was advanced and deployed at high pressure. Post-deployment, a proximal stent edge dissection was observed. The dissection was further described as type b and flow limiting, with timi ii flow. A 2.75 x 12mm promus premier des was then deployed to cover the dissection and the procedure was completed. The patient remained stable post-procedure.

Event description:
It was reported that dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the proximal left anterior descending artery. A 24 x 2.75mm promus premier drug-eluting stent (des) was advanced and deployed at high pressure. Post-deployment, a proximal stent edge dissection was observed. The dissection was further described as type b and flow limiting, with timi ii flow. A 2.75 x 12mm promus premier des was then deployed to cover the dissection and the procedure was completed. The patient remained stable post-procedure. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and moderately calcified, with a significant bend of greater than 90 degrees. The 24 x 2.75mm promus premier was inflated to 16 atmospheres for 10 seconds and was fully deployed without issue.

Manufacturer narrative:
Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. As it is not possible to test the device for the reported event of the dissection, the complaint allegation cannot be confirmed. Dissection is listed within the instructions for use (IFU) as potential risk associated with the procedure and use of the promus device. The reduced blood flow is a consequence of the reported dissection and requirement for additional devices were due to procedural factors.